Event description:
The manufacturer received information alleging a "service required" alarm condition related to the oxygen blending module board occurred. There was no harm or injury reported. The device was returned to a third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition related to the oxygen blending module board occurred. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.